Event description:
On (B)(6) 2013, the surgeon performed a right si joint arthrodesis utilizing the ifuse implant system placing three ifuse implants. The patient complained of ipsilateral leg pain, foot pain and hypersensitivity in the toes after surgery. A CT scan revealed that the proximal implant was positioned too far cephalad and anterior. The leading tip of the implant had broached the sacral cortex in the vicinity of the l5 nerve root. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the cephalad implant. No new implants were placed. No bone grafting was performed. The pt had marked improvement of the leg and foot pain complaint symptoms after surgery. Per si-bone vp of medical affairs, "medical review shows this to be a case of early revision for treatment of a symptomatic malpositioned implant."

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, IFU, certificates of analysis and (B)(4), the root cause is a malpositioned implant broaching the sacral cortex. Ifuse implant lots: p/n 7040-90, lot # 8047003363007, expires 2015-07; p/n 7055-90, lot # 8028003363010, expires 2015-07.